Event description:
It was reported that there was a device embolization. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that the closure device had embolized out of the laa and into the aortic arch of the patient. The patient was not experiencing any complications from this event. The physician plans to retrieve the closure device and then reimplant a new closure device at a future date.